Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was seen for reprogramming and high impedances were discovered on electrodes 0 & 8. Rep reprogrammed avoiding these electrodes. Issue has been resolved. No further complications were reported/anticipated.